Event description:
It was reported that the left ventricular (lv) lead dislodged. During removal of the lv lead the physician felt there was an insulation breach upon inspection. The lv lead was explanted and replaced with a thicker lead due to patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found. It was noted that the outer insulation was breached cut. There was blood (not obstructed) on the distal and proximal conductors. It was visually notes that there was damage at explant.